Event description:
The customer returned the cysto-nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the rubber cover of the forceps channel port was detached, and the adhesive on the distal sheath was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.